Manufacturer narrative:
Unit was monitored for 48 hours with multiple basal rate. No shuts off or blank display noted. Pump passed a21 test. No a21 alarm or unexpected restart noted. All operating currents were normal. No unexpected low battery, off no power alarm noted, however pump had corroded battery cap contact and corroded battery tube. Unit function properly during rewind and basic occlusion, occlusion, prime/a33, the excessive no delivery and displacement test. No motor error alarm noted. The motor was tested outside the device and passed motor test. Pump received with scratched lcd window, cracked case at display window corners and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm and motor error alarm. The blood glucose at the time of the incident was 140 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.